Manufacturer narrative:
As no product was returned, it was not possible to perform a product inspection. Review of the product history sheet (mr004) for lot no. S4930/1, demonstrated that the product was manufactured within specification.